Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital after a syncopal episode. Technical services review of the device data showed an alert for rv pacing at greater than 40%. The right ventricular (rv) lead pacing threshold measurement had increased from 0.6 to 1.6v, and the rv pacing impedance measurements were fluctuating between 400 ohms and 1400 ohms. There was one high, out-of-range pacing impedance measurement of greater than 2,000 ohms recorded in october. The rv pacing output was increased to 4.0v, although a recent pacing threshold measurement was 0.6v. The rv lead was programmed to unipolar pacing and bipolar sensing. Technical services discussed the patient was in complete heart block. The physician could consider turning off the yellow alert for rv pacing, as the alert has been triggered several times and the patient has been pacing at 99% in the rv. The field representative confirmed that the patient's syncopal event was not related to the device or rv lead but was a patient condition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that nearly two years later, this pacemaker was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). The associated rv pacing lead was surgically abandoned and replaced with a high voltage rv lead. No adverse patient effects were reported.